Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device alerted for oversensing noise from a procedure where electro-cautery was used with no magnet over the device. Applying the magnet afterward, resulted in high-low alternating; high urgency tones. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.